Event description:
It started with the expected cramps and bleeding but my cycle got longer. I was assured it would stop but I went from a 3 day cycle to a 7 day cycle. Six months later, I start developing menopausal symptoms, hot/cold flashes, sweats, irritability,migraines, tooth decay, depression, and nausea. It is now almost 7 yrs later and these symptoms have increased over the years, I now sometimes get 2 cycles in one month, debilitating cramps, stomach swells until I appear 5 months pregnant, toes and feet are constantly cold and/or numb, nausea and vomiting, anger fits, anxiety, weight gain, cyst that randomly appear on my scalp (caused my hair to fall out) or ovaries, left side numbness, migraines, more tooth decay, inexplicable rashes/bruises/bumps, confusion, dizzy spells, lethargic, difficulty regulating my body temperature, vibrating sensation from implant (assumed) locations, random pains that mimic labor pains with added pressure as if the infant's head is about to crown, memory loss, black outs, uti's/yeast, insomnia, confusion, and a tendency to randomly stop breathing..